Manufacturer narrative:
Plant investigation: the actual device was returned for physical evaluation. An exterior visual inspection of the cycler showed no signs of physical damage. There were visual indications of dried fluid found within the cassette compartment. There were visual indications of particulates around the catch post area. There were no burrs or sharp edges in the cassette area. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. An internal inspection of the cycler found evidence of an internal short and scorch marks present on transformer (t1) of the inverter board. A good inverter board was installed and display became fully operational. An lp01 (powers down) symptom occurred during the reset cancelling the previous treatment process. There were visual indications of dried fluid found between the pump assembly and display assembly during internal inspection. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump. An investigation of the cycler mushroom heads verified the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and there were two previous investigations found for display issues. One event was a blank screen caused by an inverter board issue. The second event was a distorted display caused by a defective I/o board. The DHR review also verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patients liberty select cycler went blank during fill 1 of 5 of their peritoneal dialysis (pd) treatment. There were no recent power outages in the home or issues with the outlet. The cycler was rebooted. The ok and stop keys were on, however the screen remained blank. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. The patient did not plan to complete alternate treatment. Additional information was requested, however was not provided. There was no reported adverse event or illness. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.